Event description:
A balloon would not deflate during preparation. Another balloon was used to successfully complete this vascular occlusion procedure without complications. The device has not been received for eval. Therefore, no failure analysis was available. A shipping history performed on the lot number of this device indicated the device had expired 12/96 which may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for the event.

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering eval indicated the device deflated without difficulty. No anomalies or defects were noted. Since the device performed as intended and no anomalies were noted, co does not attribute this event to this device.